Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The visual inspection found minor scratches and marks on outer casing. The investigation found the device to function normally and within specifications. Was able to calibrate the return electrode monitor(rem). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the unit's return electrode monitor(rem) was unable to be calibrated. It was noted that the rem indicator stayed green at 0 ohms. There was no patient involvement.